Event description:
This product or its adhesive contains latex (or a latex accelerator). When removing this product from its inner packaging, in less than 15 seconds, my fingers touching the open gel product turned red and were itchy for hours after. I immediately sealed this product in a bag and threw the product in a trash can outside my home. Product packaging does not disclose product ingredients. The packaging does not display a latex warning. The product's packaging claims the product is hypoallergenic.